Event description:
On (B)(6) at 10 pm, we got another malfunctioning pump. Inside the screen is wet and middle button between battery compartment and reservoir fell off. This is the 5th time that animas pump fails (about 3 consecutive pump failures in less than three weeks and we have to wait until friday to have a pump back, it is frustrating. Besides that, three dexcom sensors fail off too this week. Can we have another option like t:slim pump or something else, pens. Moreover, my son's blood sugar levels in the middle of the night are super high. I have to give him corrections around 4:30 am. According to clarity report, his estimated a1c is increasing to 10.1% 242 mg/dl. Please give us some feedback. Last pump serial number that failed last night (B)(4). Previous to that (B)(4). Previous to that one (B)(4). Previous to that (B)(4). Previous to that one (first one_ (B)(4).